Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye (od) in a secondary procedure as the doctor reported lens deposits which were causing the patient an inability to drive. Patient''s visual acuity was 20/50. An incision enlargement and sutures were required at explant. Patient was recovering well. Vision is not that great so soon after surgery. Could be due to sutures needing to be removed. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Returned to manufacturer on 02/08/2017. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and loose particles were observed on the sample compatible with handling the lens out of the sterile environment. The condition of the lens is consistent with an iol that has been explanted. During sample evaluation, the lens optic was observed clear as expected in the silicone monofocal iols. No cloudiness or lens deposits were observed on the lens. The reported issue was not verified. All pertinent information available to the manufacturer has been submitted.